Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose of the patient was 499 mg/dl. Customer stated the other blood glucose value was 120 mg/dl, 215 mg/dl, 415 to 518 mg/dl, 400 mg/dl, 410 mg/dl. Customer treated with an apple. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Drive support cap appears normal. Customer report customer does not allege pump was over delivering. The customer was disconnected during the rewind. The product will not be returned for analysis.